Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced feeling abnormal ("I feel abnormal"), arthritis ("arthritis"), cyst ("cysts"), tooth fracture ("teeth break off"), hepatic function abnormal ("sluggish liver"), migraine ("migraines"), thyroid disorder ("thyroid not working"), alopecia ("hair falling out"), mood altered ("moody"), fatigue ("tired"), depression ("depressed") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (full hysterectomy). Essure was removed in (B)(6)2015. At the time of the report, the medical device removal, feeling abnormal, arthritis, cyst, tooth fracture, hepatic function abnormal, migraine, thyroid disorder, alopecia, mood altered, fatigue, depression and vitamin d deficiency outcome was unknown. The reporter considered alopecia, arthritis, cyst, depression, fatigue, feeling abnormal, hepatic function abnormal, medical device removal, migraine, mood altered, thyroid disorder, tooth fracture and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: I feel abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: vitamin d deficiency. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced feeling abnormal ("I feel abnormal"), fatigue ("tired"), liver disorder ("sluggish liver"), thyroid disorder ("thyroid not working"), arthritis ("arthritis"), vitamin d deficiency ("vitamin d deficiency"), tooth fracture ("teet break off"), gluten sensitivity ("dairy & gluten allergies"), tooth disorder ("lots of dental problems"), milk allergy ("dairy & gluten allergies"), cyst ("cysts"), migraine ("migraines"), alopecia ("hair falling out"), mood altered ("moody") and depression ("depressed") and was found to have weight increased ("weight gain"). The patient was treated with surgery (fulll hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, feeling abnormal, fatigue, liver disorder, thyroid disorder, arthritis, vitamin d deficiency, tooth fracture, tooth disorder, cyst, migraine, alopecia, mood altered and depression outcome was unknown. The reporter considered alopecia, arthritis, cyst, depression, fatigue, feeling abnormal, gluten sensitivity, liver disorder, medical device removal, migraine, milk allergy, mood altered, thyroid disorder, tooth disorder, tooth fracture, vitamin d deficiency and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: I feel abnormal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media: new event - weight gain, diagnosed with sluggish liver, gluten and dairy allergies and reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced feeling abnormal ("I feel abnormal"), arthritis ("arthritis"), cyst ("cysts"), tooth fracture ("teet break off"), hepatic function abnormal ("sluggish liver"), migraine ("migraines"), thyroid disorder ("thyroid not working"), alopecia ("hair falling out"), mood altered ("moody"), fatigue ("tired") and depression ("depressed"). Essure was removed. At the time of the report, the medical device removal, feeling abnormal, arthritis, cyst, tooth fracture, hepatic function abnormal, migraine, thyroid disorder, alopecia, mood altered, fatigue and depression outcome was unknown. The reporter considered alopecia, arthritis, cyst, depression, fatigue, feeling abnormal, hepatic function abnormal, medical device removal, migraine, mood altered, thyroid disorder and tooth fracture to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: I feel abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: medical device removal, arthritis, cyst, tooth fracture, moody, hair falling out, depressed, tired, migraines, sluggish liver, thyroid not working were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.